Event description:
It was reported that the balloon burst. A 3.50mm x 150mm, 90cm ranger sl drug-coated balloon was selected for use in a percutaneous transluminal angioplasty (pta) procedure. During the procedure, the balloon burst due to a highly calcified and stenosed target lesion. The catheter was pulled out and successfully replaced with another ranger balloon. Pta was successful. No patient complications were reported. The patient was fine.

Event description:
It was reported that the balloon burst. A 3.50mm x 150mm, 90cm ranger sl drug-coated balloon was selected for use in a percutaneous transluminal angioplasty (pta) procedure. During the procedure, the balloon burst due to a highly calcified and stenosed target lesion. The catheter was pulled out and successfully replaced with another ranger balloon. Pta was successful. No patient complications were reported. The patient was fine.

Manufacturer narrative:
Device eval by manufacturer: returned product consisted of a ranger sl drug coated balloon catheter. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Visual examination revealed a longitudinal tear in the balloon 1cm from the tip and was approximately 5.3cm long. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.